Event description:
It was reported "during critically low blood glucose event, patient's mac introducer/ pa catheter appeared to be leaking. When line flushed, fluids began to pour out from somewhere in the introducer/ cannula. Unable to give patient medications through central access. Had to give d50, and several inotropes, pressors, and sedation through peripheral ivs. " the device was removed and the line was replaced. The patient remains critically ill.

Manufacturer narrative:
(B)(4). The customer returned one cath-gard and one 7 fr. Swan-ganz catheter for analysis. The sheath associated with this complaint was not returned. No obvious signs of use were observed. Initial visual analysis did not reveal any defects or anomalies on any of the returned components. The distal and proximal hubs were then disassembled to analyze the inner sleeve component. Dimensional analysis of the sheath could not be performed as it was not returned. To accurately measure the inner diameter of the inner molded sleeve, the cath-gard hubs were disassembled. The inner diameter of the sleeve within the distal hub measured 0.1130", which is within the specification limits of 0.110"-0.117" per the sleeve product drawing. The inner diameter of the sleeve within the proximal hub measured 0.1157", which is within the specification limits of 0.1100"-0.1170" per the sleeve product drawing. Functional analysis could not be performed as the sheath associated with this complaint was not returned. The IFU provided with the kit informs the user, "do not inflate balloon prior to insertion through catheter contamination shield to reduce the risk of balloon damage". The report of a sheath leak was not confirmed through complaint investigation of the returned sample. The sheath associated with this complaint was not returned. Visual and dimensional analysis of the returned cath_gard did not reveal any defects or anomalies. Based on the customer report and the sample received, the probable root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during critically low blood glucose event, patient's mac introducer/ pa catheter appeared to be leaking. When line flushed, fluids began to pour out from somewhere in the introducer/ cannula. Unable to give patient medications through central access. Had to give d50, and several inotropes, pressors, and sedation through peripheral ivs. " the device was removed and the line was replaced. The patient remains critically ill.